Event description:
During a shoulder arthroscopy procedure utilizing a stonecutter acr, 4.0, ep-1, dsp, it was reported that the device shed metal debris into the tissue. The surgeon notified the sales representative that in the field of view of the camera, there was metal debris presenting on the tissue while using the device. It is unknown if all debris was removed. A back-up device was available to complete the case. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: three 4.0 stonecutter burrs were returned for evaluation two used and one unused. Examination of the used blades showed blade #1 rotates freely within the outer; there is evidence of material debridement approximately .500mm from the slough chamber. Blade #2 was also evaluated for rotation and the inner blade was found to rotate freely within the outer. There is no evidence of material debridement on this device. No defect could be confirmed for this blade. Examination of the unused device confirmed it rotates freely within the outer. The reported failure mode of shedding and/or seizing is currently being investigated for the root cause and applicable corrective action. This investigation is ongoing. (B)(4).